Manufacturer narrative:
At a follow-up appointment with the implanting clinician on (B)(6) 2020, the implanting clinician noted that the blunt/cut tip of the stimulator's proximal end had begun to erode out of the skin. However, the device had not yet broken through the skin. The implanting clinician also determined that the site was infected and decided to remove the leads on (B)(6) 2020, to prevent the infection from spreading. The implanting clinician prescribed antibiotics (dosage, name, frequency unknown). No further issues were reported. The stimwave clinical representative was present at the implant procedure and confirmed that the product IFU was followed. A review of sterilization and packaging records for the respective product lots confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection cannot be concluded with the available information (no problem found). Potential causes of the infection and erosion may be inadequate implant depth, inadequate suturing technique, or noncompliance to postoperative wound care instructions from the clinician.

Event description:
On (B)(6) 2020, the stimwave clinical representative was made aware that a recently implanted patient may have potential infection at the wound site: the patient reported oozing from the incision site of one of the leads.